Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine trans telephonic monitoring (ttm) check, the device did not respond appropriately to the magnet. The patient was directed to come to the clinic, where it was not possible to establish telemetry with the device, and there was no pacing noted either with or without a magnet. The device will be explanted and replaced. No patient complications have been reported as a result of this event.